Manufacturer narrative:
Correction to manufacturer narrative: corrected 8cmm to 8cm in the following sentence. The specimen presents skive damage in a proximal to distal orientation, with polymer jacket material removal, located 21.0 to 33.9cm from the distal tip and a large radius, multi-directional bend over the distal 8cm consistent with tensile loading.

Manufacturer narrative:
As received, the specimen consists of one hydro gw stf std s 150-035; returned partially reloaded into the dispenser assembly within the opened labeled packaging pouch, and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents skive damage in a proximal to distal orientation, with polymer jacket material removal, located 21.0 to 33.9cm from the distal tip and a large radius, multi-directional bend over the distal 8cmm consistent with tensile loading. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. At this time it is not possible to assign a definitive root cause for the event as reported. As noted in the warnings portion of the device instructions for use, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." In addition as noted in the precautions section of the device instructions for use, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3 cm movements, to prevent inadvertent damage to the device or patient." Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
During an rirs procedure at the hospital, while removing it, one of our zipwire guides from the ureterorenoscope broke on the coating, bundling it up. Subsequently the procedure was completed successfully using another zipwire. It was reported the patient is well.